Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
This complaint is from a literature source and the following cite was reviewed: braud s, yerke hansen p, sadeh o, young c, becker h. Non-surgical treatment of capsular contracture by overfilling a spectrum¿ saline implant. Cureus. 2023 aug 22;15(8):e43904. Doi: 10.7759/cureus.43904. Pmid: 37746422; pmcid: pmc10512435. It was reported that a 53-year-old patient was examined post bilateral mastectomy and immediate reconstruction adjustable spectrum saline implants in the sub-glandular plane. Two years postoperatively, the patient presented with grade iii capsular contracture in her right breast. Treatment was administered by overfilling the 275cc implant with 250cc in the right breast to rupture the capsule. The implant was kept overexpanded for a total of 14 days. The volume was subsequently reduced with optimal patient satisfaction. The patient has not had a reoccurrence of capsular contracture in one year. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Objective/methods/study data: this case report describes a case of successful nonsurgical treatment of capsular contracture by overfilling a spectrum adjustable saline implant followed by volume reduction.